Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, steerable guide catheter, 2 implanted mitraclips. The clip delivery system has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during use with the clip delivery system (cds), the small ball at the tip of the release pin was not present, which has the potential to negatively impact the functionality of the device and may cause or contribute to serious injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. Two clips were implanted without issue. The third clip delivery system (cds) was advanced to the mitral valve and aligned. During the first attempt to open the clip, the clip did not open. At this point, the operator realized that the release pin was not present. The release pin was found on the table and they suspected that the release pin had fallen out of the arm positioner during device preparation. While inspecting the release pin, it was observed that the small ball at the tip of the pin was not present. The operator inserted the release pin back to his position and the procedure was finished without any further problems, with a good result. Three clips were implanted, reducing the mr to <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation. The results of the returned device analysis confirmed that a ball was missing from the release pin, resulting in the detached release pin. A search of the complaint handling database was performed and no other incidents were identified for missing ball in the pin assembly. A search of the lot history record for this specific lot indicated no related non-conformance records. An expanded investigation confirmed no product issue exists and no systemic issues identified. The performance of these devices will continue to be monitored.